Manufacturer narrative:
A creo preferred angle screw, a 5.5x95mm curved rod, and a threaded locking cap were received for evaluation. Observations show the screw shank to have fractured just below the screw head. Other markings on the screw head and screw are consistent with normal use and the spherical portion of the screw shank remains locked inside of the screw head body. Several large markings observed on the proximal end of the broken shank are consistent with markings from instrumentation used to remove hardware. All other hardware received shows wear and markings consistent with normal use. An exact cause of the reported issue cannot be determined.

Event description:
It was reported that there was a revisions surgery due to a creo s2ai screw that had broken post operatively.